Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye and during lens unfolding a scratch was observed in the middle of the optical zone. The rayone emv toric rao210t was explanted and exchanged during the original surgery session. No injury to patient. The device has not been returned to rayner. The rayone preloaded injection system use risk analysis identifies the following as possible causes of "lens optic damage"; forcing a blocked injector, misuse of device, inadequate lubrication and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv toric rao210t batch 063218618 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 063218618. There is insufficient evidence and information available to determine the cause of the scratch on the lens post implantation.

Event description:
On 15th december 2023, rayner received notification from its french affiliate company of an event that occurred duirng use of a rayone emv toric rao210t. The event description provided states that following implantation into the eye a scratch was observed in the middle of the optical zone necessitating explantation.

Event description:
On 15th december 2023, rayner received notification from its french affiliate company of an event that occurred duirng use of a rayone emv toric rao210t. The event description provided states that following implantation into the eye a scratch was observed in the middle of the optical zone necessitating explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye and during lens unfolding a scratch was observed in the middle of the optical zone. The rayone emv toric rao210t was explanted and exchanged during the original surgery session. No injury to patient. The rayone preloaded injection system use risk analysis identifies the following as possible causes of "lens optic damage"; forcing a blocked injector, misuse of device, inadequate lubrication and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv toric rao210t batch 063218618 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 063218618. Product inspection was completed on 21st february 2024. The injector was returned dehydrated. The plunger was retracted and the flaps were closed. There was no damage to the injector and the lens was not included with the return. The event cannot be verified as the lens was not received for evaluation therefore making it impossible to confirm the event as reported (scratch on the lens). There is insufficient evidence and information available to determine the cause of the scratch on the lens post implantation.